Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, the device displayed error message codes "status 89", "status 104" and 'status 66" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.teh